Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and calcified right coronary artery. Following pre-dilation with a 2.5x15mm emerge balloon catheter, a 32 x 3.00mm rebel stent was advanced but failed to cross the lesion, even when the device was pushed harder. The device was safely removed from the patient and it was noted that the back edge of the stent struts were lifted. Ballooning was then performed and non-bsc stent was deployed and the procedure was completed. No patient complications were reported and the patient's status was okay.